Event description:
It was reported that interrogation of the pacemaker in clinic on (B)(6) 2023 revealed an estimated battery voltage of 2.66v, magnet rate 92.6 with 0.75 to 1 yr. To the elective replacement indicator (eri). The patient was seen again on (B)(6) 2024 and interrogation showed eri had been triggered on (B)(6) 2024 with a voltage of 2.55v, magnet rate 88.3. A possible overestimation of battery life or premature battery depletion was suspected. The patient was atrial dependent. The patient was symptomatic due lower base rhythm by 100ms. The rate was increased to match pre-eri base rate. The pacemaker was explanted and replaced. The patient was stable before, during and after the procedure.